Manufacturer narrative:
Confirmed the reactivity of the fyb antigen on retention capture-r ready screen (4) lot k247. Tested the returned sample manually by tube method using retention panocell-10. The results were: cell 1(fyb neg): negative at 4°c; rt; 37°c and ict. Cell 2(fyb pos, heterozygous): negative at 4°c; rt; 37°c and ict. Cell 5(fyb pos, heterozygous): negative at 4°c; rt; 37°c and ict. Cell 7(fyb pos, homozygous): negative at 4°c; rt; 37°c and ict. Cell 10( fyb pos, homozygous): -/+ at 4°c; rt; 37°c and (+) at ict. Known negative and known positive samples reacted as expected. The same sample we tested on an in-house galileo using retention crrs 4 lot: k246. The result was positive in well 3 (fyb positive homozygous); wells 1 and 2 (both fyb positive heterozygous) were negative. Additionally, we tested the sample on an in-house galileo using the returned plate crrs 4 lot: k 247. The result was negative. Known positive and known negative samples reacted as expected. Tested the sample with capture-r ready ID lot id124 and the result was positive for one well only (well 5, fyb homozygous, reaction strength: 59), the other relevant/fyb positive wells were negative. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative results when testing a sample with a known anti-fya with capture-r ready screen 4 (crrs 4) on the galileo. Repeat testing resulted in a weak positive.